Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was placed in apparently good position with unacceptable r-waves. The physician decided to relocate the ipg. There were more than ten relocations with similar values and the r-wave greater than 4v. At fifth relocation the physician extracted the catheter and noted that it was kinking. Finally the catheter was replaced and a new leadless ipg implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was a participant of (B)(6) study.